Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the product for failure analysis investigation. A review of the logs for the sureform 60 staplers associated with this event revealed the following: (1) logs show pn 480460-09, ln k11240116-0212, was used first, and it was installed on the system 3x and fired 2 reloads (1 black, followed by 1 green). On the first two installs, all clamp attempts were successful, and the firings were each completed with no pauses for compression. On install 3, a green reload was loaded, however no clamping or firing was performed. The instrument was then removed and not used again in the procedure. (2) next, logs show pn 480460-09, ln k15240523-0038, was installed on the system 2x and fired 2 reloads (1 green, followed by 1 black). On both installs, the first clamp was successful, but was followed by a firing failure in each case. Logs show 2 instances of error code representing the failures. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the logs. Refer to manufacturer report numbers 2955842-2024-21159 and 2955842-2024-21160 for the reported tissue push events involving green reload accessories. .

Event description:
It was reported that during a da vinci-assisted gastric sleeve surgical procedure, the sureform 60 stapler had a tissue pushout event on stomach tissue with a green reload. The first fire worked as intended, during the second fire with a green reload the reload became caught, and would not allow the blade to cut tissue or fire the reload. This resulted in a tissue pushout event during the firing process. A second sureform 60 stapler instrument was then opened and a green reload was used where an second tissue pushout event occurred. A black reload was then installed and a third tissue pushout event occurred on stomach tissue. The stomach tissue was not calcified, no exposure to radiation or chemotherapy, tissue tension and tissue bunching was not observed. The green reloads blade was exposed, there were no holes or gaps in the staple line, and the reload was not stuck on tissue. During the event there was no error message displayed, the surgeon reports stapling over an existing staple line. Bleeding did occur due to the event, but was expected part of the procedure. A clip applier and cautery were used to successfully address the bleeding. There was no unplanned tissue removal due to the tissue pushout event. The surgeon resulted in using an ethicon laparoscopic stapler and also over sutured the staple line to resolve the defect. A leak test was performed intraoperatively, no leak was detected. The patient was kept overnight for observation, and an upper gi was performed postoperatively that also did not identify a leak. The patient is recovering well, but the surgeon suspects they will have a stricture due to the stapling events.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did not receive the reload accessory involved associated with this complaint. Isi did receive sureform 60 stapler instrument (pn 480460-09, ln k11240116-0212). Failure analysis did not confirm the reported event. The instrument passed the recognition and engagement tests, the instrument was fully functional. Isi did receive sureform 60 stapler instrument pn 480460-09, ln k15240523-0038. Failure analysis found the primary finding of functional test failed, firing to be related to the customer reported complaint. The instrument was found to have qty 2 firing failure(s) based on log review which were not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using an in-house white reload. The instrument fired successfully and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape.

Event description:
Refer to h11 for follow-up information.